Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found. The cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cuff shell was worn from wear at a fold. Cuff passed leakage test. Based on this investigation a clear probable cause for the event cannot be established

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found. The cuff was explanted and replaced. No patient complications were reported.